Event description:
Pt s/p elective insertion of bivaicd expired from cardio-pulmonary arrest; preliminary autopsy showed rv lead migrated up septum and perforated through pericardium causing cardiac tamponade.